Event description:
The part of the pivot pin was found dented upon opening the package. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) piece lot in january of 2020. Visual evaluation of the returned instrument shows that the rivet that holds the single and double stems together in the box appears to have become un-staked from its original position and appear as dented thus we are able to validate this complaint. Functional evaluation shows that the rivet does not move or rotate when the device is used to pick-up, retain, close and release a clip and remains staked in its current position thus it is not loose to be spinning freely or potentially fall out of the instrument. We are unable to determine what caused the rivet to become un-staked from its original position and appear as dented but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The part of the pivot pin was found dented upon opening the package. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.